Event description:
As reported by edwards affiliates in israel, during a transcatheter mitral valve replacement (tmvr) procedure using a 26mm sapien 3 ultra resilia valve within an edwards surgical ring, when the commander delivery system was positioned for valve deployment, the balloon ruptured and the valve could not be deployed. It was decided to remove the system and esheath. Another kit was used and the deployment was successful.

Manufacturer narrative:
Update to b5.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: (type of investigation, investigation findings, and investigation conclusions) and h11 have been updated. The complaint for delivery system leakage was unable to be confirmed due to unavailability of returned device, nor was imagery provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During manufacturing delivery systems are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing and flushing, suggesting that there was no issue with the device when removed from packaging. Delivery system leakage may result from damage to the delivery system material sustained through a combination of patient and/or procedural factors. It was reported that a pre-existing surgical ring was present within the patient anatomy, and difficulties arose when trying to cross the annulus. In this case, it is possible that the structural integrity of the delivery system may have been compromised and damaged during device manipulation (e.g., torquing, pulling, pushing, rotating) to overcome difficulty crossing the annulus. Additionally, the delivery system could negatively interact with the pre-existing surgical ring damaging the delivery system. However, due to unavailability of the device and insufficient information, a definitive root cause was not able to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by edwards affiliates in israel, during a transcatheter mitral valve replacement (tmvr) procedure using a 26mm sapien 3 ultra resilia valve within an edwards surgical ring, during valve deployment it appeared the balloon would not inflate and the system with valve and esheath were removed, and a new kit was utilized to successfully complete the procedure. The patient sustained no injury and was stable following the procedure.

Manufacturer narrative:
The investigation is ongoing.